Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a laser ablation followed by implant of the rns system neurostimulator and leads during a single surgical procedure on (B)(6) 2020. Per the patient's mother, the patient was diagnosed with a stroke after surgery; however the treating clinician has not confirmed the event diagnosis. An MRI was performed on (B)(6) 2020 and the patient was started on blood thinners. No information regarding the location of the bleed in relation to the location of the ablation or rns system products was provided by the treating center. Future planned treatment includes attending rehab when appropriate.